Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was found. The physician opened the package of the 2.75 x 32 mm liberte' stent and found that the stent was damaged. The procedure was not completed. No pt complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.